Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the pt was discharged home in 2005 due to his improving condition. The pt was prescribed omnicef upon discharge. The patient's device remains implanted. This is the final report.

Event description:
During the review of the patient's medical records provided by legal, the company was informed that following the implant surgery, the pt developed an upper respiratory infection and was admitted to the hospital in 2005. The pt was admitted for being febrile following recent cochlear implant procedure. The pt was treated with IV antibiotics (type unknown). The patient's incision was reported to be clean, dry and intact with minimal erythema.